Event description:
It was reported that the patient presented to the emergency room experiencing known heart failure symptoms. Upon interrogation, it was observed that the pacemaker (pm) was failing to pace and was unable to be interrogated. The physician opted to explant and replace the pm, a new pm was successfully implanted. The patient was in stable condition.